Event description:
A memory lens iol implanted in the left eye of a female patient has been explanted without complication. In 2006 due to opacification. Request has been made for additional information, however no further information has been provided.

Manufacturer narrative:
H6: two lot numbers have been provided. The device history records & sterility records of both lot numbers have been reviewed by manufacturing and found to be in compliance. Request has been made to clarify which lot number corresponds to event eye. No response has been received to date.